Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): this report is for one, unknown plate. Part and lot numbers were not provided by reporter. (B)(4): without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported during surgery, the surgeon noted that thread-like debris came out from aperture of the reported screw. Head and the implanted plate during the implantation of the reported screw. Both the screw and the plate remained implanted in the patient's body. No surgical delay or adverse consequences to the patient were reported. This report is for one, unknown plate. (B)(4)